Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to a company representative that during the fluid air exchange (fax) phase of a left eye vitrectomy procedure, there was no air. The tubing was replaced and the procedure was completed. There was no harm to the patient. The product had be used previously to this procedure. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer report indicated a company representative observed re-use of the single-use device. The directions-for-use (dfu) states that company products are validated for single use only and should not be reprocessed or reused. Based on the customer report, the customer exceeded the cassette's validated use by reusing the cassette; directions-for-use (dfu) instructions were not adhered to for this event. The dfu states company assumes no responsibility for complications that may arise as a result of the reuse or improper usage of any part of the pack. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. The manufacturer internal reference number is: (B)(4).